Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer states that: "the stand turned off suddenly many times last thursday and friday". The customer had to use another system to continue the intervention.